Event description:
During the last follow-up performed on (B)(6) 2015, the displayed remaining longevity was 22 months. A one year follow-up was scheduled on (B)(6) 2016, the patient had missed the appointment. The patient complained of 3 weeks of lethargy and dizziness. The subject device could not be interrogated and the magnet applied showed a rate of 70min-1. A replacement of the subject device was performed urgently. Preliminary analysis of the available physician's records showed that normal battery depletion had occured.

Event description:
During the last follow-up performed on (B)(6) 2015, the displayed remaining longevity was 22 months. A one year follow-up was scheduled on (B)(6) 2016, the patient had missed the appointment. The patient complained of 3 weeks of lethargy and dizziness. The subject device could not be interrogated and the magnet applied showed a rate of 70min-1. A replacement of the subject device was performed urgently. Preliminary analysis of the available physician's records showed that normal battery depletion had occured.